Manufacturer narrative:
The cac adapter was returned for analysis. The reported event of the cac adapter, (B)(4), not providing power to a controller was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The device passed visual examination but failed functional testing due to an output voltage of 0v. Further inspection revealed that a cable was damaged at the connector side, causing an open circuit. The most likely root cause of the reported event can be attributed to mishandling of the cable. There were no adverse events reported in relation to this event. The most likely root cause of the reported event can be attributed to mishandling of the cable. Information for use-the power supply connections are identical and are used to connect to any of the power sources (batteries, ac adapter or dc adapter). The controller should always be connected to two power sources for safety.  Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency.  A green indicator light on the adapter will indicate proper connection. Ensure that the power indicator on the power adapter cable turns green before plugging into the controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a patient experienced an ac adapter that was not providing power:  "ac adapter that was not working on power port or on ports of new controller, (B)(4)".  The ac adapter was exchanged with no reported consequences or impact to the patient.  No additional information provided.